Event description:
The surgeon, reported via the sales associate, that during a procedure, he found that the anchorage screw engaged too far into the plate. The surgeon reported that the screw did not sit flush and sat a millimeter under the anterior aspect of the plate. The surgeon reported that he tried using a second screw, which happened to be the same lot number, but the same issue occurred. The surgeon reported that no additional screws were available so he had to implant the plate with one screw missing. The surgeon reported that he believes that the fixation was sufficient and that he does not anticipate there will be any adverse consequences for the patient. The surgeon reported that there was a 15 minute delay to surgery as a result of this event. The sales associate reported that following the procedure, she came across an additional two screws in a loan kit at a different hospital with the same lot number. This kit was due to be used in a procedure but was canceled at the last minute. Therefore, the sales associate reported that she decided to test these screws and she found that they had the same issue as reported above. The sales associate had reported a similar event previously, where the same lot number (f12355) was involved. All screws have been discarded and therefore will not be available for investigation.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device not returned.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon, reported via the sales associate, that during a procedure, he found that the anchorage screw engaged too far into the plate. The surgeon reported that the screw did not sit flush and sat a millimeter under the anterior aspect of the plate. The surgeon reported that he tried using a second screw, which happened to be the same lot number, but the same issue occurred. The surgeon reported that no additional screws were available so he had to implant the plate with one screw missing. The surgeon reported that he believes that the fixation was sufficient and that he does not anticipate there will be any adverse consequences for the patient. The surgeon reported that there was a 15 minute delay to surgery as a result of this event. The sales associate reported that following the procedure, she came across an additional two screws in a loan kit at a different hospital with the same lot number. This kit was due to be used in a procedure but was canceled at the last minute. Therefore, the sales associate reported that she decided to test these screws and she found that they had the same issue as reported above. The sales associate had reported a similar event previously, where the same lot number (f12355) was involved. All screws have been discarded and therefore will not be available for investigation.